Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon had no rope, could not remove it- vagina [foreign body in reproductive tract] felt like it blocked the urethra- tampon [urethral disorder] tampon had no rope [device physical property issue] the tampon had no rope and it felt like it blocked the urethra...could not remove it. [Complication of device removal] case narrative: consumer reported via phone that the tampon had no rope and tampon could not be removed. No serious injury reported.

Event description:
Tampon had no rope, could not remove it- vagina [foreign body in reproductive tract]. It felt like it blocked the urethra- tampon [urethral disorder]. Tampon had no rope [device physical property issue]. The tampon had no rope and it felt like it blocked the urethra and patient could not remove it. [Complication of device removal]. Case narrative: consumer reported via phone that the tampon had no rope and tampon could not be removed. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.